Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). It was reported that the patient¿s sensor was not connecting to the pod. Blood glucose levels were not reported. Symptoms were not reported. The patient was treated with insulin drip. Date medical treatment was sought, was not reported. At this time there is insufficient information to determine if insulet's device caused or contributed to the reported event. Additional information is being solicited, a supplemental report will be submitted if received.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.5. Hardware: iphone 14.2. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.